Event description:
It was reported the rf (radio frequency) head needs silicone back replaced. The rf head was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head label is missing laminate. Analysis also found the rf head failed uplink functional tests; rf head cable found out of electrical specification. Concomitant medical products: product ID 2067l radio frequency head. (B)(4).